Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose which was treated with manual injection, insulin pen. The customer alleged the insulin pump was under delivering insulin due to whenever they changed the reservoir the insulin is almost half full. The customer's blood glucose reading was 258 mg/dl at the time of call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected under delivery anomaly noted during testing. Device was received with scratched case and pillowing keypad overlay. (B)(4).